Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding and thrombocytopenia. Heparin was withheld and switched to argatroban. The patient was also febrile. Impella support continued for an additional 10 days until successfully weaned and device explanted with a survived patient outcome.

Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. The cause of the thrombocytopenia and fever cannot be determined as insufficient clinical details were provided. The pump passed all the post sterile inspection checks.